Event description:
It was reported that the universal modular electric/battery double trigger handpiece was being used as a promotional kit when the handpiece stopped during a cutting test into a piece of wood. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.